Event description:
A phone call was conducted in order to follow up on a previous call that the customer made for unexplained high blood glucose and found that she was in the emergency room with unexplained low blood sugars. The customer most recent glucose reading was 72mg/dl. Initially, the customer reported having low blood glucose. Troubleshooting was performed, and the programming shows that the customer made manual changes to the basal to correct her blood glucose. The reservoir shows the same amount of insulin that the status screen shows. The displacement test was performed and passed. The customer did not feel comfortable with the device and requested a replacement. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.